Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had front panel blinking and had an unknown error during the image check. The issue occurred during preparation for use. The diagnostic gastrointestinal upper examination was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1, e2, e3 and h4. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the "all light emitting diode (led) indicators of the front panel were lit." Malfunctions would likely be related to failure of the front panel. Olympus will continue to monitor field performance for this device.